Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the one patient was not showing on the station and did not cross from electronic privacy information center (epic) to the station. A technical support specialist attempted to dial into the server, but it appeared that remote support service (rss) and station were unable to retrieve the password for the carefusion admin account. Once connected, ran the cast patient query and shared the results via email. Informed the customer that no admit (a01) message had ever been received by station and advised that resubmitting the a01 message would resolve the issue. The customer acknowledged the explanation, confirmed they would request the resubmission. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the patient was admitted in epic but continued to show as "preadmitted" in pyxis, preventing the patient from appearing on stations unless "show preadmission" was selected. Nursing created a temporary patient as a workaround. Pyxis did not update the patient¿s status to admitted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.